Manufacturer narrative:
Based on the current information provided, the root cause of the patient¿s post-operative complication cannot be determined. The surgeon did not provide an event date or specific product information such as part and lot numbers. A follow-up MDR will be submitted if additional information is received. Based on the current information provided, this complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted lar procedure, the patient experienced an anastomotic leak which required reoperation. The surgeon alleged that the post-operative complication was related to robotic stapling. However, the root cause of the post-operative complications is unknown. Note: this MDR is being submitted to report 1 of 2 post-operative ¿anastomotic leak¿ events reported by the surgeon with an unspecified event date. (B)(6).

Event description:
It was reported that after completion of a da vinci-assisted low anterior resection (lar) procedure performed on an unspecified date, the patient experienced an anastomotic leak. The surgeon believed the post-operative complication was associated with robotic stapling. On 09/18/2018 and 10/01/2018, intuitive surgical, inc. (Isi) contacted the isi specialty sales manager (ssm) and obtained the following additional information regarding the reported event: the ssm was not present during the surgical procedure. To his knowledge, there were no reports of an issue using a robotic stapler instrument during the case. There were no reported clamping, firing, or unclamping issues related to a stapler instrument. Firefly was used to confirm blood supply during the surgical procedure. A traditional leak test was also performed. On an unspecified date post-operatively, a staple line leak was identified and the patient had to undergo reoperation to address the complication. The ssm did not know the patient¿s current status. According to the ssm, the surgeon was unwilling to provide any additional information regarding the reported event such as the procedure date and details regarding the operative complication.